Manufacturer narrative:
Device analysis report attached. This report is submitted on may 16, 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalised overnight (specific date not reported). This report is submitted on april 18, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 24, 2023.